Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a proglide device with a 6f sheath following a cardio interventional procedure. Reportedly, when the plunger was removed, "the suture could not be found". Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional analysis was performed on the returned device. The reported needle to cuff miss/suture retrieval issue was confirmed. It is likely that interaction with calcification prevented the foot from fully retracting and with continued force, the actuator wire began to bend preventing retrieval of the suture. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.